Event description:
Patient had radiation balloon inserted on (B)(6) 2011 - left breast as outpatient - post lumpectomy done on (B)(6) 2011. Catheter noted to be defective - leaking. Catheter removed and replacement device inserted on (B)(6) 2011.